Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included swelling. The physician does not believe the infection is device related. The patient was given oral antibiotics and was reportedly doing well.

Event description:
A report was received that the patient was explanted due to an infection at the pocket site. The patient's symptoms included swelling. The physician does not believe the infection is device related. The patient was given oral antibiotics and was reportedly doing well.